Manufacturer narrative:
Ge healthcare product engineering performed an analysis of the system logs and determined that there was no machine malfunction or ventilation stopping. There was no reportable malfunction. Customer contact reports no patient information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided at time of filing. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit stopped ventilating during a case. There was no report of patient injury.